Event description:
Healthcare professional reported slimy biofilm noted on left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on valve, broken plug strap, opening on anterior, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: crack opening on valve, sharp opening on valve bond edge and sharp broken on plug strap. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A sharp opening on valve bond edge assessed as an unidentified (tear) opening. A sharp opening on plug strap assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.